Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1912135 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, two of the shelf cartons labels were observed partially printed and one shelf carton presented a label without any information. It has been determined that this incident resulted from a temporary problem within the printing machine. During the printing process for the reported lot, a misalignment between the printer and labels must have occurred. This misalignment was not detected by the operator during the production process.

Event description:
It was reported that the information on the syringe 5ml 22x1-1/4 emerald 10pk france label was "partially or not at all" there. This was noticed prior to use with 8 separate syringes. The following information was provided by the initial reporter, translated from french to english: "label present but partially or not at all printed".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4) FDA patient problem code: (B)(4).

Event description:
It was reported that the information on the syringe 5ml 22x1-1/4 emerald 10pk france label was "partially or not at all" there. This was noticed prior to use with 8 separate syringes. The following information was provided by the initial reporter, translated from french to english: "label present but partially or not at all printed."